Event description:
It was reported the device was used during a laparoscopic bowel resection. It was reported the ecs circular stapler was used during the procedure (size of stapler unk). The surgeon reported on 08/07/1998 to the rep that he had some difficulty removing the stapler during the procedure on 08/04/1998. The surgeon reported they visually checked and tested the anastomosis and it was fine. He also said the donuts looked fine. The surgeon went on vacation and his associated dr. Noted some pt complications and decided to reoperate on the pt. The surgeon opened the pt on 08/13/1998 and found the staple line was not intact and the pelvis was full of stool. The surgeon irrigated and performed a colostomy. It is not known if the colostomy is a permanent one. 08/20/1998 the rep reports the device used was an ecs29 (it is not available to return for analysis). The rep stated that he spoke to dr. And he reports he could see a bent staple at four o'clock during the first or initial procedure but he checked the anastomosis and it did not leak. He also reports when he fired the ecs29 he couldn't hear the crunch on firing so he continued to squeeze the firing handle. The rep also reports he spoke to dr. And she reports when she opened the pt on the second procedure or reoperation she saw 1/3 of the staple line was open. She also reports she didn't see loose staples as there was stool in the way. The rep reports the pt is a 67 y.o. Who had the first procedure for diverticulitis.